Event description:
It was reported that the during atrial fibrillation ablation, one of the wires on two sets of quik-combo defibrillation electrodes came detached from the electrode and the ECG signal showed as a flat line. The first failure was noted 20 minutes into the case. One of the electrodes was on the patient's chest and the other on their back. Both were removed and a new set of electrodes was applied within seconds. The second failure occurred 40 minutes later. At that time, the electrode on the patient's back could not be removed and only the electrode on their chest was replaced. It was reported that the failure did not have any adverse effects on the patient.

Manufacturer narrative:
(B)(4). The customer has been provided with two new sets of quik-combo defibrillation electrodes. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.